Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the atrial lead exhibited noise over-sensing. The patient was brought into the clinic and the atrial lead was explanted and replaced. The patient was stable throughout.